Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, a decrease in fiber vaporization efficiency was observed at 90,000 joules and 15 minutes of use. The procedure was completed using a second fiber. Pt outcome: "no damages to the pt".

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Mild burnt detritus on the metal cap and moderate devitrification at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.